Event description:
This procedure was a cystoscopy, right ureteroscopy with laser lithotripsy, thus involving laser using a laser fiber. While doing the laser part of the procedure, the tip of the laser fiber was broken off and the surgeon was not able to extract it from the right ureter.